Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, when the patient's stimulator was installed, the technologist set the program. A year, or so, late, they thought their stimulation had been turned off and it had been. It was turned back on, but set to a completely different program, noted to be 4 or something. It did not work as well as the original setting. In combination with a different medication, the patient was satisfied. However, the stimulator wasn't working well by itself and the patient was back to wearing a pad every day because they had no control when the urge would come. The issue was not resolved at the time of the report.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having return of symptoms and inquired about changing programs. Patient stated at first, she was getting therapeutic effect and stopped having to wear a pad and the implantable neurostimulator (ins) was working well. Patient stated the original healthcare provider (hcp) had her set on program 1 or 2 and it was working better then. She was on myrbertriq with ins on program 1 or 2 when it was working fairly well. Presently, she only has ins and she is no longer on medication. She met with nurse the first time and they told her stim was off. Patient stated somehow and for some reason, it was accidentally turned off and nurse noticed this when she went in the office. Patient stated at first office visit, nurse changed the numbers. Nurse had her set at 1.4 on program 4. Patient had seen nurse a couple of times since then to change programming and try to find the right setting for the her. Patient stated it had gotten worse since this programming change. She thought her symptoms were getting worse had to do with her no longer taking myrbetriq. Patient stated over the last two months, the ins was not working at all and she ¿might as well not have it¿. She had been wearing a pad again and had no control whatsoever and once she got the urge, she just goes immediately. She was going every 10-15 mins constantly and consistently. She had problem with testosterone levels and this was not related to the device. She had increased to 1.7 on program 4. Patient was instructed to sync with patient programmer (pp) during the call and pp showed stim was on. She was feeling stim in the correct area. She wanted to change to program 2 and patient services walked patient through changing to program 2 at 1.2v. Patient inquired where she should feel stim because nurse told her she should feel stim in her vagina and hcp told her she should feel stim in her toes. Patient stated she was feeling stim where she had it set at 1.2v. Patient indicated she does not have hcp. There were no further complications that have been reported as a result of this event.